Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z, it seems that the situation was not the fixing force of the arm but the suction of the stabilizer part was weak and the tissue could not be fixed. Check the wire of the arm and the suction part and suction tube. The surgery was completed with the same product. There was no effect on the patient.

Manufacturer narrative:
Trackwise ID #(B)(4). Analysis of production: (3331/213 & 67) the DHR of the reported lot 3000167961 has been reviewed. There¿s no deficiency identified from production relevant to the acrobat-I stabilizer vacuum failure prior to this complaint. All the products had been performed 100% visual inspection and vacuum leak test during production. They all passed the visual inspection and vacuum leak test, which demonstrate the sufficient vacuum was obtained, the baffle seal had been sealed completely and was able to lift the weight. Trend analysis: (4110/213 & 67) in the last 12 months, 19th oct 2020 to 19th oct 2021, the occurrence rate is approximately (B)(4). There¿s no similar complaint reported for this reported lot 3000167961. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213 & 67) the device was received on 17-dec-2021, the following contents have been done: 1). Visual inspection: blood jam in the vacuum tubing was observed, no tubing damage or deform, no stabilizer foot block was observed. The physical inspection indicated normal. 2). Leak test was performance following IFU instructions to connect the stabilizer vacuum tubing with tubing set and acrobat-I canister, then connect to the vacuum regular and source. Set the test pressure at 400mmhg, and sub- baffle can lift 0.75lbs weight and keep at least 10s. Same method was repeated for 3 times, and all tested pass. 3). To simulation the possible situations of suction weak, the vacuum pressure was decreased to 350mmhg, and sub-baffle can lift 0.75lbs weight and keep at least 10s. Normal products were tested under 350mmhg as well and all test passed. Decrease the vacuum pressure to below 350mmgh, it¿s found that sub-baffle cannot lift 0.75lbs weight. Normal products were checked under same vacuum pressure, the weight cannot be lifted either, which indicated comparable suction ability of the reported device with normal products, and if the vacuum is lower than 350mmhg, the suction would become weak. IFU instructed to using the device under the vacuum pressure of 400mmhg. 4). Knob tightening simulation test was performed according to IFU, the result indicated no knob tighten issue after 30times tests, the knob can be tightened and the link arm can be tightened. Above all, the visual inspection and functional tests indicated no deficiency relevant to suction weak existing. The suction is performing normally under the IFU suggested vacuum pressure. Since the customer operation status is not available for confirmation, it is probable that the vacuum is not stable at requested pressure during customer using and resulted in the suction weak. Based the returned condition of the device and results of the investigation the reported complaint was unable to be confirmed. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information.

Event description:
N/a.